Event description:
The customer was hospitalized for dka. Troubleshooting was performed. The programming and histories on the pump were accurate. Ti was mentioned that the pump would not rewind. The pt block was turned off, and there was no bolus in progress.